Manufacturer narrative:
(B)(4).

Event description:
Procedure: proximal pancreaticoduodenectomy. Customer states: prior to the second firing, egia60amt was loaded by I-drive, but it would not be fired when cutting off stomach 3cm from pylorus ring. The product was discarded by our customer. No patient harm. Operating time extended: less than 30 min. Tissue damage: no. Nothing fell into the cavity. No bleeding.